Event description:
Customer complaints blood leak during treatment. Blood flow rate, 190ml/min, tmp, 180 mhg. The blood loss was about 3-5ml. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed. "Gambro does not regard the submission of this report as an admission of liability."